Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported won't turn on. There was no patient involvement.

Event description:
It was reported won't turn on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced keypad assembly. Received unit won't turn on. Performed preventive maintenance and all tests passed. Based on the findings, service determined that the reported issue was due to the manufacturing issue of the keypad assembly. Device history record a review of the device history record showed the device had a manufacture date of 12apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.